Manufacturer narrative:
During testing, the cassette presence switch on the fluid shield was found to be damaged and fluid spillage was noted. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the cassette presence switch on the fluid shield was found to be damaged and fluid spillage was noted.